Event description:
According to the reporter, a bilateral repair of inguinal hernias was required as a result of reoccurence. The patient recovered without sequelae. There were no post-operative complications.

Manufacturer narrative:
(B)(4).